Event description:
Our distributor in another country, reported that the cap of the rd900afu neopuff infant resuscitator had been found cracked. No patient consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A follow up report will be provided.